Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating as the pump stayed flat. A new ipp was implanted and there were no patient complications reported.